Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, some staples were not fired. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.